Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery and wound up in the hospital with diabetic ketoacidosis of 328 mg/dl. Troubleshooting advised customer to follow up with doctor regarding high blood glucose and further troubleshooting was declined by customer. Customer declined to provide device for analysis. No further information was given.